Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. Review of the episode noted the potential source of the noise to be sense b. A smart pass episode with sense b node noise was also observed. Troubleshooting was unable to recreate any noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. Review of the episode noted the potential source of the noise to be sense b. A smart pass episode with sense b node noise was also observed. Troubleshooting was unable to recreate any noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.